Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the haptic torn with debris on the lens. Dimension inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -8.0/+1.0/176 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6)2021 the lens was explanted and then replaced with a longer lens due to low vault and refractive surprise. The problem was resolved. The cause of the event is reported as unknown.